Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. Summary investigation.

Event description:
It was reported that upon opening the implant container, it was found to be empty, with no implant inside, and that the affected dental position was not reported. The doctor indicated that the procedure was still completed using another implant.

Manufacturer narrative:
Zimvie received one (1) empty container for a tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation (images are attached). Visual evaluation of the as returned packaging / container revealed that the ¿outer vial¿s¿ tamper seal was broken. The contents of the ¿inner vial¿ were empty. No product was returned. The conditions or the circumstances of the product delivery was unknown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1255245. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255245 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿packaging incorrect component quantity.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19; product packaging; page 2-3. Information identified: "product packaging" based on the investigation and risk management file review as per pfmea rm-00257-pfmea rev. 2, the most likely root cause determined from the investigation was handling. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob could not be verified since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
It was reported by the doctor that upon opening the implant container, it was found to be empty, with no implant inside. The affected dental position was not reported. The doctor indicated that the procedure was still completed using another implant.